Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) guided the user to perform a manual reboot of the device. The user unplugged and reconnected the power cable, after which the device began booting normally. The medication application launched successfully, and the customer was able to log in and remove medication. The reported issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device screen prompting for password after reboot. Device shows offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.